Event description:
User experiencing issue with unstable calcium results. Exact number of patient samples affected not provided. Only the following patient example was provided and determined to be discrepant. Sample is serum, drawn in a gold top tube with gel. Initial results gave 7.5 mg per dl, which was not reported out, as it appeared low to the operator. The assay was recalibrated, and the same sample was rerun giving 8.9 mg per dl. Patient was not adversely affected. The field service representative was unable to determine a cause. He noted checking the optical and fluidic systems, performed grey filter reproductivity, ran check tests and precision study to verify analyzer performance.